Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a liberte' 5.0x20mm bare metal stent by "mini crash technique" to the 80% stenosed lesion located in the moderately calcified, mildly tortuous, proximal circumflex (cx) and obtuse marginal (om) arteries. "The stent strut is broken while it was crossing the lesion in cx due to tortuousity, so they did not use the stent for the procedure." Additional info regarding this event has been requested, but not received.